Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/07/2014 with the following findings: the display was observed to be dim, fading, and reddish in color. Unrelated to the display issue, the battery compartment was observed to be cracked on the threads. The keypad cover was observed to be torn at the ok button and all buttons responded intermittently to testing. The keypad cover was removed and contamination was found under all contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.